Event description:
It was reported the patient experienced an end of service/end of life (eos/eol) message. It was noted that ¿95%¿ of the batter had been used at the time of report. It was further noted that a power on reset (por) condition was present at the time of report. It was reported the patient ¿had good stimulation until about two weeks¿ prior to report, when the patient ¿lost therapy.¿ it was stated that ¿no falls had occurred.¿ impedance testing revealed impedances ¿>4000 ohms on some of the bipolar pairs.¿ it was added that ¿everything with 6 and 7 was >4k¿ ohms. It was stated the implantable neurostimulator (ins) was ¿too depleted¿ to re-run the impedance test at 3.5 volts instead of 1.5 volts. It was reported a ¿ins change out¿ would be planned ¿once workers compensation cleared¿ the request. Additional information stated ¿eos was confirmed.¿ at the time of report, it was unclear which of the patient¿s two inss had reached eos. Please see MFR. Report #3004209178-2013-14795 for information on the patient¿s other device.

Manufacturer narrative:
Concomitant products: product ID: 7434a, serial# (B)(4), implanted: (B)(6) 2003,product type: programmer, patient. Product ID: 389033, lot# j0322150v, implanted: (B)(6) 2003, product type: lead. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. (B)(4).

Event description:
Additional information from the patient¿s physician stated the ¿loss of stimulation¿ was due to ¿normal¿ ins depletion. It was additionally stated there were ¿no issues¿ and the ¿battery reached eol.¿ it was stated the patient did not require hospitalization due to the event and there was ¿no injury.¿